Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.